Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The filler was injected into the patient and is not accessible for return. The syringe was discarded. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported that a patient experienced ¿inflammatory reaction on the back of both hands with oedema, redness, heat and pain on palpation¿ a month after they were injected in the hands with juvéderm volift with lidocaine. It was also noted "the event is worsening and the subject is quite concerned." Treatment was noted as augmentin, diprosone cream, pyostacine 500, solupred, mopral 20, and aerius. Approximately two weeks later, inflammatory reaction disappeared on the two hands. Antibiotic treatment and cortisone still ongoing. Event resolved.

Manufacturer narrative:
Additional information: b.5.

Event description:
Additional information received noting mild ¿purplish appearance of the back of the hands for two minutes when exposed to cold (cold water and extreme cold)¿ started approximately four months after injection. No action was taken and event is noted as ongoing and "intermittent". Duration of each episode was noted "4 minutes".

Event description:
Additional information reported "no oedema" but "persistence of nodules." It was further reported that patient experienced an additional event of ¿nodules of both hands¿ approximately two months after injection and the event is ongoing.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5.

Event description:
Additional information noted patient experienced occasional oedema when arms are down for at least 45 minutes approximately four months post-injection. Treatment was not provided. Event is ongoing.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.6., b.5.

Manufacturer narrative:
The event of inflammatory nodules is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Additional information reported patient experienced "persistence of oedema and perception of indurated nodules and plagues."